Manufacturer narrative:
The device was received for evaluation. During functional testing, the device displayed a white screen at power up. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty processor board. The processor board will require replacement to correct the issue. This device is associated with fa-2020-056 to perform software upgrade and the device software will be updated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a white screen during an unspecified process step. There was no patient involvement. No additional information is available.